Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Lot part: 03.010.523 lot: l812374 manufacturing site: bettlach release to warehouse date: june 22, 2018 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that threaded tip of driving cap/threaded was broken. No other issues were identified. The dimensional inspection was performed, and it is within the specification limit. The observed condition of driving cap/threaded in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the driving cap/threaded. While no definitive root cause could be determined, it is probable that the threaded tip of the driving cap/threaded was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on january 5, 2022, during a procedure the impactor broke off in the insertion handle while inserting a 11x360 pf recon nail. Were able to remove the nail and broken insertion handle. A second set was opened and the nail was inserted without further problems. Procedure was completed successfully with seven(7) minutes of surgical delay. No patient consequences. Concomitant devices reported: unk - nails(part# unknown, lot# unknown, qty unknown) this report is for one (1) driving cap/threaded. This is report 1 of 1 for complaint (B)(4).